Event description:
According to the available information, the urine did not flow. The catheter was needed to be removed and replaced. It was observed that the catheter was not perforated.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9888972. It was manufactured by our subcontractor which was informed about this complaint. In november, we received one used sample. After disinfection, this sample was tested. After visual observation, eyelet was well cut on the tip part. Balloon functionality's was tested: no issue was observed during inflation and deflation. Drainage functionality was also tested: liquid cannot pass through the catheter, this catheter was sent to our subcontractor for additional investigation. After several delivery issue, we are still waiting investigation report from our subcontractor. Upon receipt complaint will be reopened and updated. According to the information known quality database was checked and revealed no anomaly in relation to the describe defect. A similar case study was performed based on folysil product, defect drainage issue, between (B)(6) 2020 and (B)(6) 2024, (B)(4) cases were found. A rmf evaluation was performed based on criq247 - risk identified (11516 hazardous situation: catheter does not drain). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, the urine did not flow. The catheter was needed to be removed and replaced. It was observed that the catheter was not perforated.